Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface was reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system continued to fluoro after the button was released during a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.